Event description:
A trailblazer catheter tip broke off and was lodged inside an artery of patient. Artery was left popliteal artery. Patient had to be transferred to another facility in order to surgically remove tip. Diagnosis or reason for use: evaluation of cardiac condition.